Manufacturer narrative:
The customer reported that the front case is being replaced because of keypad failure was confirmed. External and internal inspection was performed. During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. A crack under magnification was also found on the trace of the circuit layer. The front case keypad was connected to the cad pcu test fixture for functional testing. Testing performed on the returned keypad found all of the keys were functioning as intended with the exception of the on key on the keypad was not functioning. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 04/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/29/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Per tcad, during investigation, it was found that the product part number received is tc10012515 and not tc10013664. Updated the product grid accordingly. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported the front case is being replaced because of keypad failure. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case is being replaced because of keypad failure. Although requested, no additional information was provided.